Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the screw drives of each closure top were slightly stripped. There was no visible damage to the threads. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review per DHR reviews, the parts were likely conforming when they left zimvie control. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during final tightening intra-operatively, two closure tops stripped on two different screws. There was no impact to the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00454.

Event description:
It was reported that during final tightening intra-operatively, two closure tops stripped on two different screws. There was no impact to the patient. This is report one of two for this event.